Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h4; h6. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 12-115120-cer bioloxd mod hd 36mm-3 nk-2971236; 51-108050-tprlc 133 mp t1 pps so 5x95mm-6175865; 110010243-g7 osseoti 3 hole shell 50mm d-6439565. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing multiple dislocations and pain post implantation. No revision surgery to date. Attempts have been made and additional information on the reported event is unavailable at this time.